Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during treatment, utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. The treatment was completed without delay by exchanging the three canisters with a smith & nephew back-up. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.